Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a cam01 became stuck on the logon screen and would not function when the cable was swapped out. The event occurred upon first being used on a patient. Another unit was obtained for use without any problem. The patient did not incur an injury as a result of the issue or because of the few minute delay.